Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump delivered a whole reservoir of insulin into their body. The customer stated shortly after they filled a new reservoir, the insulin pump stated the reservoir was empty. The customer had to go to the hospital to make sure they were okay. Date of hospitalization was (B)(6) 2015. Customer's blood glucose at the time of admission was unknown. The customer was treated with two shots of glucagon. The customer stated their blood glucose reached 300 mg/dl. Customer reported they did not expose their insulin pump to a magnetic resonance imaging machine. The customer requested a replacement insulin pump. The customer's current blood glucose was 219 mg/dl. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.